Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2015, the patient underwent treatment of a ruptured thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses and a non-gore manufactured stent graft. The 40mm gore® tag® device (tgu404020j/13493790) was implanted distally, approximately 2cm proximal to the celiac artery. The 45mm gore® tag® device was implanted as a middle component, and the non-gore manufactured stent graft was implanted as the most proximal component. On an unknown date, a distal type I endoleak with impending rupture of the thoracic descending aortic aneurysm was reportedly identified. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby an additional conformable gore® tag® device was implanted just distal to the celiac artery to treat the distal type I endoleak and impending rupture. The procedure was completed with no evidence of endoleak, and the patient tolerated the procedure.